Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the customer allegation. Updated fields: d4, h2, h11 corrected fields: b5, h6 the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image became completely dark.

Event description:
It was reported that the subject device front panel flashed. The event occurred during a therapeutic stent replacement procedure; the patient was under sedation. The procedure was completed with a back-up olympus device. There were no reports of patient harm.

Manufacturer narrative:
E1- initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction in the converter and main board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the front panel flashed, and the image became completely dark due to a malfunction of the converter an main board of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.